Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks for what appeared to be an atrial driven rhythm. Technical services (ts) was unable to conclusively determine what the atrial driven rhythm was. This ICD remains in service and no additional adverse patient effects were reported.